Event description:
During an implant procedure, the guidewire was difficult to remove from the lead and the distal electrode was damaged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the guidewire stuck inside the lead. The connector pin and connector cap were revealed to be pulled out of the connector assembly, consistent with excessive forces during the implant procedure. Evidence of solvent bond between cap and connector assembly was observed and the cap was found in place and intact on the connector pin. The coating of the guidewire was found stripped and bunched inside the inner coil distal to connector pin, which likely caused the reported incident. Electrical testing did not reveal any indication of conductor fractures or internal shorts. S-curve height was measured to be within specification.